Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 3.0 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Device evaluated by MFR.: a stent delivery system was returned for analysis without a manifold or strain relief. A visual and microscopic examination of the stent found distal stent damage, with stent struts lifted. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found distal tip damage. A visual and tactile examination of the hypotube found multiple hypotube kinks, and a hypotube break located 126cm proximal to the distal tip. A visual examination of the outer and inner lumen and mid-shaft section found wire lumen damage located 6.5cm proximal to the distal tip. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. Age at time of event 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 28 x 3.0 promus premier drug-eluting stent was advanced for treatment. However, it was noted that the stent struts were lifted up. The procedure was completed with another of same device. There were no patient complications nor injuries reported.